Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 18:23:19 through (B)(6) 2021 at 10:33:58 and (B)(6) 2021 at 22:17:22 through (B)(6) 2021 at 10:31:10. Low flow events were captured throughout the log file from (B)(6) 2021 at 3:53:50 through 9:39:16 and (B)(6) 2021 at 2:09:28 through 9:57:06. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account reported that the patient experienced low flow alarms and dizziness. According to the account, a CT angiography (cta) performed on (B)(6) 2021 revealed a possible new kink. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jun2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient experienced a low flow alarm. Log file submitted captured low flow events on (B)(6) 2021. There were also a number of low flow flags which did not persist long enough to trigger a low flow alarm and occurred at times when pulsatility index (pi) was elevated. Additional log file submitted as the patient had three additional low flow alarms which were associated with dizziness. A CT angiography (cta) performed on (B)(6) 2021 revealed a possible new kink. Additional information was requested but not provided.